Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving one product: associated MDR #1225714-2013-00707.

Event description:
The plaintiff's attorney alleged that the decedent experienced shortness of breath on (B)(6) 2012 a cardiovascular event and subsequently expired after the use of the product.